Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after repeated sealing, the jaws became stuck and thus hard to open. Surgeon suspects too much tissue became built up in jaws before cleaning took place. Another ls1500 was opened to continue the procedure. Age and weight are not available. No patient injury or ill-effects reported. No medical intervention required. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4). One used ls1500 was received for evaluation. Visual inspection noted excessive eschar between the jaws. The customer reported that after repeated sealing, jaws became stuck and hard to open. Too much tissue built up in jaws before cleaning took place. The reported condition was confirmed. Functional testing found that it was difficult to unlatch the handle to open the jaws of the device. The latch would intermittently catch on the internal track but could be opened when the latch was retracted and released. This condition is consistent with the ski improperly aligned in the internal a-track. The ski can jump the track when eschar builds up in the jaws and the user applies force to the latch. The investigation identified the root cause of the reported event to be infrequent cleaning allowing excessive eschar to build up. No trend has been identified for this failure mode.